Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. The customer fell on the pump causing the screen to shatter. Reportedly, the screen no longer lit up and became non-functional. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.